Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A73766,12441794) inserted for female sterilization. The patient's medical history included adenomyosis, fibroids, paraovarian cyst, ovarian serous cystadenofibroma, endometrial disorder, uterine bleeding and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: trailing coils left:4 right:6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral tubal occlusion with essure micro implants in satisfactory position. Pathology test on (B)(6) 2019: uterus and bilateral fallopian tube, hysterectomy and bilateral. Salpingectomy: uterine cervix with benign endocervical and exocervical mucosa. Uterine cervix is negative for dysplasia. Endometrial mucosa with weakly proliferative phase glands. Endometrial mucosa is negative for glandular hyperplasia and atypia. End myometrium with adenomyosis and benign leiomyomata. Bilateral fallopian tubes with benign simple paratubal cysts. Left fallopian tube with serous cystadenofibroma. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A73766-inv,12441794) inserted for female sterilization. The patient's medical history included adenomyosis, fibroids, adnexa uteri cyst, ovarian serous cystadenofibroma, endometrial disorder, uterine bleeding and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: trailing coils left:4 right:6 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion with essure micro implants in satisfactory position.. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tube, hysterectomy and bilateral salpingectomy: uterine cervix with benign endocervical and exocervical mucosa. Uterine cervix is negative for dysplasia. Endometrial mucosa with weakly proliferative phase glands. Endometrial mucosa is negative for glandular hyperplasia and atypia. End myometrium with adenomyosis and benign leiomyomata. Bilateral fallopian tubes with benign simple paratubal cysts. Left fallopian tube with serous cystadenofibroma.. Lot number (a73766) is not valid. Lot number: 12441794 manufacture date: 2010-06 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.